Event description:
During analysis of the generator for MFR report # 1644487-2010-02910, it was found that the as received settings were indicative of a faulted systems diagnostics. It is unk whether this faulted diagnostics test occurred inter-operatively during the explant procedure or if it occurred prior to the surgery date. Attempts for add'l info are in progress.